Event description:
It was reported that episodes of noise, low pacing impedance, and high defibrillation impedance were observed on the right ventricular (rv) lead due to a migration of the lead as a result of twiddler's syndrome. During the revision procedure, insulation damage of the rv lead was visually confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.